Event description:
First time use of new tubal ring applicator. According to physician's notation a "misfire of the falope ring applicator on the right leading to a tear of the mesosalpinx with subsequent broad ligament hematoma formation". The pt was in for a tubal ligation with falopian ring application. Had to undergo right salpingoophorectomy.